Manufacturer narrative:
The insulin pump recognized reservoir with no reservoir in the reservoir tube and insulin pump failed excessive no delivery alarm test due to unknown dried substance noted on motor slide. The insulin pump cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a no delivery alarms on their insulin pump. Customer's blood glucose level was 244mg/dl. Troubleshooting was conducted. Customer was advised the device would be replaced and returned for analysis.